Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported steerable guide catheter (sgc) leak was not confirmed on the returned device. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The reported patient effect of air embolism appears to be related to the reported leak. It should be noted that the patient effect of air embolism is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air leak and air embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. When advancing the steerable guiding catheter (sgc), in the left atrium, while removing the dilator, the thumb/finger was placed over the proximal end of the sgc and air bubbles were noted in the sgc; aspiration was performed. It was stated air may have potentially entered the patient. The sgc, dilator and sheath were removed and were replaced to complete the procedure. One clip was implanted, reducing the mr to 1-2+. The patient is stable. No additional information was provided.